Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump was reset with correct time, date and monitored. No time or date anomaly noted. Insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump keypad unresponsive and weak battery. Troubleshooting was done. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.